Event description:
Caller states the pt tested 1.6 inr on coaguchek system and 2.1 inr on a coaguchek xs system during duplicate testing. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. Reference medwatch with a1 pt for suspect device in coaguchek s system.